Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury

Manufacturer narrative:
One sample device was returned. The device was evaluated. The pumps were pressurized for over 48 hours and no leaks were observed. The investigation summary concluded that a leak was not observed. The root cause was not identified. All information reasonably known as of 02-jul-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 0203116201, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 8 ml/hr, procedure: right rotator cuff, cathplace: unknown. It was reported the patient woke up at 0100 the day after surgery with extreme pain. The patient turned the pump up to 14ml/hr for an hour without a doctors order. The patient turned it back down to 10ml/hr after talking to the doctors office. The patient called the surgeons on-call provider and the provider told her to "go to the emergency room (ER) since she was in so much pain." The pump started to leak from the green connector and drip down the patient's back. The patient stated that the pump was empty by thursday afternoon and that it dripped all down her back and the medication caused a chemical burn on the back of her neck where it leaked under the tape. The patient had not seen the surgeon and was upset that they would not bring her in earlier for evaluation. The patient did speak to anesthesia provider who sent her to the ER for pain, but on the way to the ER, the surgeon called and told her not to go to the ER and to just triple her dose of medication prescribed for the pain. The patient's spouse cut and removed the device. The patient stated that it was a chemical burn from the medication leaking under the bandage and that the pump was empty in 24-hours. The patient stated that she had tegaderm on her skin and in other places and she was not reacting to the adhesive in other locations. No additional information was provided.